Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals and high out of range pacing and shock impedances that resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) suggested reprogramming and troubleshooting actions. The lead remains in use. No adverse patient effects were reported.